Event description:
It was reported to philips that there was an issue with the monitor, not displaying correctly. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time the event occurred. The field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon troubleshooting actions, fse checked the flexvision pc and identified that it was not turning on when the system turned on. Fse replaced the flexvision pc and hard disk. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.